Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead may be dislodged and an x-ray was ordered. Healthcare provider (hcp) contacted boston scientific technical services (ts) to discuss programming the lv lead off. The patient will be seeing the physician to determine if a revision procedure would be needed. Attempts were made to contact the clinic in order. However, no further information was able to be provided. This lv lead remains in service and no adverse patient effects were reported.